Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead revision, insulation anomaly was noted on the atrial lead. The lead was capped and replaced.